Event description:
Healthcare professional reports protime microcoagulation system loaner instrument generated pt/inr 2.7 and 3.4. Hospital reference generated inr 6.4. Pt's therapeutic range 4.0-5.0. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot #d1pwc033. Method: process eval. Device history records for cuvette and instrument reviewed and met specifications. Result: no failure detected. Conclusion: unable to confirm complaint. Following routine service, device performed according to specification. Itc has requested all data required for form 3500a.